Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm and successfully resumed insulin. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 300 mg/dl.